Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the relocation of the device as patient was undergoing radiation treatment. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 patient codes and h6 patient codes.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the relocation of the device as patient was undergoing radiation treatment. This lead was replaced. No additional adverse patient effects were reported.